Event description:
During the saphenous vein harvesting procedure, the balloon popped on the short port. The pa used a replacement device to complete the procedure. No patient complications were reported.